Event description:
A healthcare professional reported that a patient was injected with 11 syringes of juvéderm voluma® xc and juvéderm® volux¿ xc the hcp saw the patient and noted an abscess in the left gonial angle. The patient was treated with keflex 500 bid stat; patient noticed some improvement however still tender to touch. The hcp increased the diagnosis for keflex tid and added bactrin ds 1 tab bid. The patient will return for ind to send out for culture. This is the same event and the same patient reported under (B)(6) ((B)(4)). This MDR is being submitted for unk juvederm volux.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.